Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. Referenced article: respiratory rate trending as a cause for atrial lead noise: a first report in an implantable cardioverter-defibrillator patient. Heartrhythm case reports. 2018;4(11):545-547 10.1016/j.hrcr.2018.08.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the use of atrial leads with a competitor device which concerned intermittent over-sensing of the device sensor. It was indicated the artifact is more common in patients with a device-lead vendor mismatch. The status of the leads is not known. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.